Manufacturer narrative:
Additional information has been received which was not included in the initial report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The insulin pump will not be returned for analysis.

Event description:
Customer treated the high with pump. Customer did not treat the high with insulin drip. Customer believed that the high was due to being on pain medication for another medical condition. Customer could not troubleshoot the pump because the pump was damaged from exposure to moisture and was showing blank display with a red notification light at the time of the call. High blood glucose occurred before the pump went off. Per customer, pump was exposed to pool water and it started beeping and alarming. There was no audio/vibrate anomaly or absence of alarm. Customer later found out the water got into the battery compartment. There was no fluid under the lcd and customer did not hear the fluid when shaking the pump. During the call, customer noticed a crack along the battery compartment. There was no physical damage to the retainer ring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, blank display, audio/vibrate anomaly/absence of alarm, damage (physical or cosmetic), exposed to moisture, DHR requested - other reasons. The customer reported blood glucose value of 486 mg/dl. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, unomedical, mmt-1715kl. Customer was using the insulin pump system within 48 hours of the reported event. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. Customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1715kl was requested and customer response was the device will be returned.